Manufacturer narrative:
The device was received by resmed and evaluation was performed. The evaluation determined that the unresponsive touch screen was due to a defective main circuit board (pcb). The main pcb was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #:(B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported unresponsive touchscreen and revealed the device failure to charge. Review of the device data logs revealed an issue with the battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the unresponsive touchscreen and device failure to charge were component failures within the device main circuit board (pcba). The root cause of the battery issue was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not confirm the reported unresponsive touch screen. The performance testing revealed that the touch screen was still operable. Resmed's concludes that the risk associated with the use of this device remains acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.